Manufacturer narrative:
(B)(4). The device was subsequently explanted eleven months after the initial observations were reported. The reason for explant was not provided and the device was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information from this patient that after implant of this device, he has been infected and the pacemaker was not working properly. The patient complained about the antibiotics and pain that shoots to his stomach. He also complained about nausea and reaching to get the phone to call the paramedics after he had passed out. He stated he called his physician three times without getting a response. The patient has a very expensive accordion that he can no longer use or play his concerts. No other adverse events have been reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the patient's concerns. Attempts to obtain additional details from a boston scientific sales representative were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.